Event description:
Procedure type: unk. According to the rptr: during insertion of the trocar, the tip broke off into pt's umbilicus. The tip was found and removed. The trocar tip was not retained. No pt injury was reported. No additional info available at this time.

Manufacturer narrative:
(B) (4). (B) (4).